Event description:
It was reported the right ventricular lead had a short v-v interval count of 357 over a four month period. It was noted that this had previously been high and all trends were stable. The clinic increased the lead monitoring via the remote monitoring system and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.